Event description:
It was reported that the battery was defective, and pump did not infuse the complete quantity as programmed. There was unknown patient involvement, and unknown signs or symptoms experienced.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was not duplicated. The pump was found to deliver the programmed amount and within tolerance. The battery worked fine. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative updated software, and the pump passed all functional tests and performed as intended.